Event description:
Information received by medtronic indicated that the customer experienced pump error 37. The customer was able to clear the alarm and the rewind process. No treatment was necessary. No harm requiring medical intervention was reported. Troubleshooting was successfully performed; however, the customer will discontinue the use of the device. A replacement product was issued.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08705 inches. The pump was monitored, no failed battery alert/battery failed alarm and no unexpected pump error 37 alarm noted during the testing. Successfully downloaded history files and traces using thus. Pump error 37 alarm was recorded and found in the formatted history file on: (B)(6)2023 08:07:52.000 (B)(6)2023 08:17:00.000 no pump error 38, 39, 41, 42, 43, 79, 80, 82 and 130 alarm in the formatted history file noted. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Pump error 37 alarm was confirmed according in the formatted history file, problem isolated on the motor assembly. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. However, failed battery alert/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2023 08:17:38.000 (B)(6) 2023 08:17:49.000 insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 08:19:31.000 insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6)-2023 at 6:14:00 pm. There was no power data available for the event date of 09-dec-2023. Unable to check power data for failed battery alert/battery failed alarm. No unexpected failed battery alert/battery failed alarm noted during testing. Pump error 61 (stuck key alarm) was recorded and found in the formatted history file on: (B)(6) 2023 10:59:27.000 (B)(6) 2023 11:09:00.000 all buttons function properly. No stuck button alarm noted during the testing. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. Pump error 61 (stuck key alarm) was confirmed according in the formatted history file, problem isolated on the keypad assembly. Please see below for pump errors/alarms noted 1 week prior to the event date 09-dec-2023 in the formatted history file. Lost sensor 1 alert (780) was recorded and found in the formatted history file on: (B)(6) 2023 23:59:00.000 (B)(6) 2023 00:09:00.000 sensor expired alert (794) was recorded and found in the formatted history file on: (B)(6) 2023 11:59:05.000 (B)(6) 2023 12:09:00.000 sg calibration error (776) was recorded and found in the formatted history file on: (B)(6) 2023 19:42:56.000 (B)(6) 2023 17:13:25.000 (B)(6) 2023 17:23:00.000 (B)(6) 2023 08:48:25.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sensor expired alert, sg calibration error or unexpected sensor errors or anomalies were noted during testing. No delivery alarm/insulin flow blocked alarm was found in the formatted history file on: (B)(6) 2023 09:18:36.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. (B)(6) 2023 09:28:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. Customer alleged for failed battery alert/battery failed alarm was not confirmed. Pump error 37 alarm was confirmed according in the formatted history file, problem isolated on the motor assembly. Pump error 61 (stuck key alarm) was confirmed according in the formatted history file, problem isolated on the keypad assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.